Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The initial reported event of apparent lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an apparent lead fracture. The lead was replaced with a competitor lead. No patient complications were reported as a result of this event.